Manufacturer narrative:
Additional information received on (B)(6) 2019, patient indicated that she is planning to have surgery in january of 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:rupture, capsular contracture. Concomitant medical products: left-mentor memorygel 300cc silicone breast implants,catalog number 3503001bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which the right side ruptured plus issue with capsular contracture baker grae ii after implantation. The issue was confirmed by the physician. Even though we have not received information regarding explantation or an expected explantation date,removal and replacement was mentor gel indicated.